Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the hospital due to syncope. The implanted system was reviewed and no problems were detected. All electrical parameters were stable and within normal limits. The physician elected to perform testing to see how movement impacted these measurements. Arm movements created noise on the right ventricular (rv) and shock channels in addition to pacing beats with loss of capture. The loss of capture was resolved by increasing the pacing outputs. A chest x-ray was obtained that did not reveal either lead dislodgement or damage. A request was made of boston scientific technical services (ts) to review the implanted system. Ts provided troubleshooting recommendations. This ICD and the rv lead remain in service. No additional adverse patient effects were reported.